Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels (40 mg/dl) and had stopped insulin delivery to manage bg level. During troubleshooting with tandem technical support, it was possible that the customer's settings were incorrect and the customer has not had a settings adjustment with their healthcare provider. The customer indicated would contact their healthcare provider.